Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2011 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting physician is: (B)(6) united states (B)(6). The following imdrf patient code captures the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code captures the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
This manufacturer report pertains to the second of two devices used during the same procedure. Please refer to MFR report 3005099803-2023-01481 for the associated device. It was reported to boston scientific corporation that an obtryx system - curved and xenform graft device were implanted into the patient during a vaginal hysterectomy with anterior and posterior colporrhaphy, transobturator mid-urethral sling placement, and interarcus graft or intraspinous graft procedure performed on (B)(6) 2011 for the treatment of second- to third-degree uterine prolapse, third-degree cystourethrocele, second- to-third-degree rectocele, and stress incontinence and stress incontinence. Throughout the surgery, no complications were reported. In addition, the patient was taken to the recovery room in satisfactory condition. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.